Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the autopulse platform displayed a "system error, revert to manual CPR" message. No patient involvement was reported. No further information was provided. Please note that the event date was not provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for evaluation. Visual inspection was performed and found the following: the head restraint wires were damaged, the bottom enclosure was cracked, and the battery latch lock was bent. From the condition of the platform, the damages appear to have been caused by normal wear and tear. Functional testing was performed and the reported complaint of the platform displaying a system error was confirmed as the platform displayed a "system error-revert to manual CPR" message upon power up. Further inspection identified that the system processor pca needed to be reset. After resetting the system processor pca and clearing the fault, the system error was resolved and the platform passed functional testing with no other user advisories or warnings. A review of the archive was performed and the reported system error 139 (unable to hold compression position) was observed on (B)(6) 2015. Based on the investigation, the parts identified for replacement were top cover (including head restraints), the bottom enclosure and the battery latch lock. In summary, the reported complaint was confirmed through functional testing and archive review. The system processor pca was reset and the fault was cleared to remedy the complaint. Following service, the device passed all testing criteria.